Event description:
It was reported that the tips of the monopolar curved scissors instrument will not close. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the scissor blades do not close due to damage at the base of one blade. One blade edge has two sections with material removed at the base of the blade and the blade catches on one of the chipped edges of the damaged blade when closing. Engineering also observed a damaged section on one side of the tube with a 2 inch long scraped section and various scratch marks surrounding it. The scratches are likely due to instrument collisions and based on the location and appearance of the scrape marks, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.